Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23782, 1627487-2020-23781, 3006705815-2020-30639. It was reported the patient experienced an infection at the lead site. As a result, the patient underwent surgical intervention wherein the entire system was explanted to address the issue. Additionally the patient was placed on antibiotics.